Manufacturer narrative:
H6: code 400(other): yielded jaws. Based on the information received and the visual and functional results, it was concluded that the jaws were damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, they may become damaged and will not form the clips correctly. Each instrument is evaluated during the assembly process to ensure that the clips feed and form correctly.

Event description:
During a laparoscopic cholecstectomy on an unknwon date the er320 clips did not form properly. A second device was opened to complete the procedure. A video is being returned with the product. There was no consequence to the pt.